Event description:
Pt on x-ray table. Staff raised table to appropriate level and turned the auto button on. Machine started to move side to side, up and down, angled itself and then down very quickly. Off button pushed and machine stopped. X-ray tube came down on pt's abdomen.

Event description:
Review of complaint history indicated that no report of similar nature for the particular or similar model was received since 2001. Possible explanation for the event is an "operator error". The operator could enter the auto wall mode instead of the auto table mode, and if the wall bucky is positioned at its low limit, the x-ray tube willl make an attempt to align itself with it. The initial report does not provide sufficient information to determine if this was the case. The following safety features are built into the software: limited conditions for automated motions. If the calibration data or the potentiometer's reading is incorrect, and calculations before any motion shows values outside of allowed conditions, than no motion will occur. The software compares the status of measuring potentiometer readings with values of the feedback optical decoder before any motion is stared. This allows the system to verify the integrity of the measuring circuitry. When the processor sends target values to the motor controllers, the system also read these values back, to verify correct data acceptance and proper operation of the controllers. Finally, should the control board fail and communication and monitoring functions lost, in such case the pmt system motion down is force limited. The force of the tubecrane is limited to 10-15 lbs, and it is not considered dangerous.